Event description:
It was reported that the pump displayed a message requesting a minimum of 50 units after fill had been completed. Customer claimed they did not add enough insulin due to limited supplies at the time. Customer's blood glucose level was impacted (169 mg/dl).

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.